Event description:
Rptr reports that while using the device, a small disc actually popped-out and rolled into the back of his mouth, straight into his throat. This has a serious choking risk. He had to carefully reach down into his mouth to retract the piece before he aspirated. Also the device released the medication which poured onto his tongue and caused blisters and pain. He reported this to the company before the device was later recalled.